Event description:
Electrical stimulation was used to address patient chronic cervical pain. Electrode placement was on cervical soft tissue. During course of treatment, patient complained of excessive heat. Upon removal of electrodes a 2-3 cm second degree burn was noticed where an electrode had been placed. The multi-use electrodes were inspected and no obvious defects were noted. Manufacturer was contacted regarding this product related injury.